Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure for an abdominal aortic aneurysm. Reportedly, resistance was noted during removal of the first prostyle device from the anatomy, the proximal footplate did not fully retract after deployment. The device was manually pulled against resistance and removed. A second prostyle device was attempted; however, the same issue occurred. The device was manually pulled against resistance and removed. No device separation occurred with either device. The sheath was upsized to a 16f sheath and the evar was completed. Manual compression and a non-abbott stent at insertion site were used to achieve hemostasis. The non-abbott stent was deployed at the insertion site for a possible tear. It is unknown if the devices caused the tear; however, tissue was attached when retrieved from the anatomy. There no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿resistance was noted during removal of the device from the anatomy¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported ¿the proximal footplate did not fully retract after deployment¿ was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of vascular dissection (intimal tear) is listed in the electronic perclose prostyle instructions for use (eifu), as a potential adverse event of use of the device. It should be noted that the eifu states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, it is unknown if the eifu violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.